Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: -upon reception, the subject home monitor was tested and the reported behavior could not be reproduced: the device was paired with a test implant and data was successfully sent to the back office. Therefore, no anomaly is suspected on the subject device.

Event description:
Reportedly, the status lights of the home monitor remains orange.